Manufacturer narrative:
The active exhalation control module only was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device a third party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation, it was determined that the active exhalation control module was physically damaged.